Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the reported event. The patient was treated with injection cefepime (500 mg, night bag). At the time of this report, the cefepime therapy was ongoing. Patient outcome was unknown. Additional information was requested and was not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). During follow up it was reported that the patient was recovered from the peritonitis event. Patient outcome was previously unknown. Should additional relevant information become available, a supplemental report will be submitted.